Event description:
Reportedly, the patient visited the hospital on (B)(6) 2017 because of having received more than 30 shock therapy deliveries from the ICD while he was conscious. After the therapy functions of the ICD were turned off, an ICD check revealed the following abnormalities: the ventricular egm of the stored episodes were showing noise with waveforms suggestive of damage to the ICD lead. Low impedance values below 200 ohms were found to have been intermittently measured in all of the ventricular lead impedance, svc coil continuity, and rv coil continuity. When the ventricular lead impedance was measured, a normal value of around 500 ohms was displayed; however, when measured again 30 minutes later, a low impedance below 200 ohms was measured. From the above findings, it was concluded that there was a lead issue with the subject lead. The patient was hospitalized and it was planned to perform a procedure at another hospital to explant the isoline 2ct6 and implant a new ICD lead. The physician suspected a time-related deterioration of the lead. Preliminary analysis confirmed the reported ventricular noise oversensing with non-physiological electrical signals which led to several inappropriate shocks delivery on (B)(6) 2017. On (B)(6) 2017, the patient underwent an ICD replacement procedure. The whole ICD system was explanted. During the replacement procedure, no lead testing was performed. The explanted lead and the ICD were both returned from the hospital for analysis.

Event description:
Reportedly, the patient visited the hospital on (B)(6) 2017 because of having received more than 30 shock therapy deliveries from the ICD while he was conscious. After the therapy functions of the ICD were turned off, an ICD check revealed the following abnormalities: the ventricular egm of the stored episodes were showing noise with waveforms suggestive of damage to the ICD lead. Low impedance values below 200 ohms were found to have been intermittently measured in all of the ventricular lead impedance, svc coil continuity, and rv coil continuity. When the ventricular lead impedance was measured, a normal value of around 500 ohms was displayed; however, when measured again 30 minutes later, a low impedance below 200 ohms was measured. From the above findings, it was concluded that there was a lead issue with the subject lead. The patient was hospitalized and it was planned to perform a procedure at another hospital to explant the isoline 2ct6 and implant a new ICD lead. The physician suspected a time-related deterioration of the lead. Preliminary analysis confirmed the reported ventricular noise oversensing with non-physiological electrical signals which led to several inappropriate shocks delivery on (B)(6) 2017. On (B)(6) 2017, the patient underwent an ICD replacement procedure. The whole ICD system was explanted. During the replacement procedure, no lead testing was performed. The explanted lead and the ICD were both returned from the hospital for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any irregularity with the subject device.

Event description:
Reportedly, the patient visited the hospital on (B)(6) 2017 because of having received more than 30 shock therapy deliveries from the ICD while he was conscious. After the therapy functions of the ICD were turned off, an ICD check revealed the following abnormalities: the ventricular egm of the stored episodes were showing noise with waveforms suggestive of damage to the ICD lead. Low impedance values below 200 ohms were found to have been intermittently measured in all of the ventricular lead impedance, svc coil continuity, and rv coil continuity. When the ventricular lead impedance was measured, a normal value of around 500 ohms was displayed; however, when measured again 30 minutes later, a low impedance below 200 ohms was measured. From the above findings, it was concluded that there was a lead issue with the subject lead. The patient was hospitalized and it was planned to perform a procedure at another hospital to explant the isoline 2ct6 and implant a new ICD lead. The physician suspected a time-related deterioration of the lead. Preliminary analysis confirmed the reported ventricular noise oversensing with non-physiological electrical signals which led to several inappropriate shocks delivery on (B)(6) 2017. On (B)(6) 2017, the patient underwent an ICD replacement procedure. The whole ICD system was explanted. During the replacement procedure, no lead testing was performed. The explanted lead and the ICD were both returned from the hospital for analysis.